Manufacturer narrative:
The centrifuge was returned to beckman coulter for evaluation and repair. The centrifuge was confirmed to be damaged due to the rt12 rotor breaking and causing components to escape the unit. The centrifuge was repaired and returned to the customer. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the rt12 rotor broke apart causing components to shatter and escape their ssmp centrifuge during a centrifugation cycle resulting in loss of samples. There is no report of injury to the operator, exposure, and medical attention due to this event.